Manufacturer narrative:
Follow-up # 1: date of submission 07-mar-2018. Device evaluation: the device has been returned and evaluated by product analysis on 27-feb-2018 with the following findings: during visual inspection of the pump, it was observed that the keypad was intact but the "down" and keypad button was under responsive to user presses. The keypad was removed to inspect under its contact buttons and there was no contamination found. The pump was opened and moisture damage was found under the "down button. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.